Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Silenced the alarm, reviewed settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened the clamp. Started the pump. Pump was running. There was no patient injury reported.